Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, it is likely that the failure to cross was due to interaction with the challenging anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in difficulty removing and dislodgment. As a result, unexpected medical intervention in the attempt to snare the dislodged stent was unsuccessful; therefore, surgical intervention via cut down was required to remove the stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from returning to not returning

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified right renal artery. A non-abbott stent 3.0x15mm would not cross and attempted 3 times. The 4.0x15mm herculink stent was selected; however, failed to cross due to anatomy. During removal, resistance was felt with anatomy and the stent dislodged. The physician was able to snare the stent to the common femoral artery; however, could not remove it. Therefore, cut down was performed and the stent was removed. No other device was used as no device was able to cross. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.